Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out-of-range pacing impedance. No intervention was performed, and the patient will continue to be monitored. There were no patient consequences noted.